Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified that the bearing, screws, glenosphere with taper and baseplate with extractor showed evidence of debris. Medical records confirmed that the acetabular component had subluxed superiorly. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): -110030776 (65569143), -115398 (66019913), -180552 (66352062), -180551 (66501621), -180551 (66495838), -180552 (65832948), -113636 (66002557), -110031399 (66421228), -110031421 (65808969). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial reverse right total shoulder arthroplasty. Subsequently, the patient was revised approximately 1 year post-surgery due to pain, decreased range of motion, and subluxation of implants identified on xray. During the revision, the surgeon noted that the glenosphere had become dislodged from the baseplate with significant damage noted to the baseplate and metallosis around the joint. The humeral stem was well-fixed and left intact. All other components were replaced without complication. It was reported that no further information is available.